Event description:
When starting ampicillin dose at 1136, IV pump was placed and IV pump kept alarming occlusion. Uvc line flushed well and no kinks were in tubing. The med line tubing was disconnected and unable to flush normal saline through medication tubing. Med line packaging and med line was given to management.